Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that post port device implanted through the internal jugular vein, the catheter was allegedly found to be broken. Reportedly the distal catheter segment and the port body was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerpoint MRI isp with a groshong catheter in two segments were returned for evaluation. Visual, microscopic visual, tactile and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture issue and identified deformation due to compressive stress, naturally worn and material separation as a complete circumferential break was noted approximately 9.9cm from the distal end of the cath-lock. Both the edges of the complete circumferential break were jagged and rounded.the identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4 h11: h6(result and conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port device implanted through the internal jugular vein, the catheter was allegedly found to be broken. Reportedly the distal catheter segment and the port body was removed. The current status of the patient is unknown.